Event description:
Legal case ¿ USA (mdl no. (B)(4) case (B)(4) is associated with this case. It was reported via legal documentation that approximately 62 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear intraoperative bone fracture during removal of tibial tray component. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: (2421001) 02-012-35-2511 - logic tibia ps mod insrt sz 2.5 11mm. (2593125) 02-010-01-0325 - logic femoral ps cem right sz 2.5. (2519017) 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.